Event description:
A baxter service technician found that a homechoice system failed the ground bond performance specification during testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The return instrument test/evaluation (rite) test was performed when the homechoice (hc) device was returned to the baxter (B)(4) facility for evaluation. Device was received operational and in fair condition. The device passed the hc rite functional test; however, the device rite electrical test failed testing with a reading of 99 ohms. Internal/external inspection during the evaluation revealed no issues. The baxter's product analysis lab (pal) evaluation found no issues with ground bond in the device. No failure or malfunction was identified with the device that could have caused or contributed to the rite electrical test failure. Based on the evaluation results, the cause for the rite electrical test failure of failed ground bond test was undetermined. A service history review revealed that no issues that may have contributed to the reported problem of rite electrical test failure for ground bond resistance. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.